Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2021, product type: catheter. Product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 16-mar-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving unknown drug via an implantable pump for non-malignant pain. It was reported that the patient had a pump implanted on (B)(6) 2021 and soon after developed an infection in her spinal cord.  The surgeon removed the tubing from the thecal sac and clamped it off at the pump", but the pump was still implanted. It was noted that a t chart showed the patient was on a fentanyl patch.